Manufacturer narrative:
Additional information: d10.the reported field event of discomfort was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient felt discomfort at the device implant area. The device was explanted. The patient was stable before, during and after the procedure.